Event description:
It was reported that a patient underwent a tendon repair of the finger tip on (B)(6) 2014 and suture was used. The suture broke post operatively on (B)(6) 2014. The surgeon reported an unspecified adverse event. Additional information has been requested.

Manufacturer narrative:
Conclusion: retained samples were evaluated. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4) - unspecific adverse event. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.